Event description:
It was reported that non-sustained ventricular tachycardia was observed on remote transmission via merlin.net. It was noted that intermittent under sensing of the ventricular tachycardia was observed. Programming changes were made. There were no patient consequences.